Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: synergy xd mr ous 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were bunched distally and a strut on the distal end was lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded onto a test 0.014 guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex coronary artery. A 2.25 x 24mm synergy xd drug-eluting stent was selected for treatment. However, the device had difficulty in reaching the lesion site and the mounted stent got lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex coronary artery. A 2.25 x 24mm synergy xd drug-eluting stent was selected for treatment. However, the device had difficulty in reaching the lesion site and the mounted stent got lifted. The procedure was completed with a different device. No patient complications were reported.